Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. E13071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2016, migraine (not recovered prior to essure), vulvovaginitis, cystitis, vulvovaginitis, dysfunctional uterine bleeding, pharyngitis, bronchitis and gravida. In 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal and anemia. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge bad odor") and urinary tract infection ("uti"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and urinary incontinence ("bladder or urinary problems or changes: bladder leakage"). In 2018, the patient experienced device dislocation (seriousness criterion medically significant), amnesia ("neurological conditions or problems type: memory loss"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2019, the patient experienced dental caries ("dental problems: rotten teeth"). In (B)(6)2019, the patient experienced pelvic pain ("physical pain/pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dental caries, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, depression, vaginal infection, vaginal discharge, anxiety, female sexual dysfunction, back pain, urinary tract infection, urinary incontinence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2017 and (B)(6)2018, (B)(6) 2017,(B)(6) 2017, date(s) of insertion: (B)(6) 2015(discrepancy noted as per pfs) discrepancy noted plaintiff claimed did not undergo essure confirmation test. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Essure confirmation test conducted: unknown (discrepancy noted) plaintiff received treatment for general abnormal bleeding, psych injury, vaginal infection, vaginal discharge discrepancy noted- patient did not undergo essure confirmation test four coils were observed in the right ostia and five coils were observed in the left ostia current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, vaginal discharge, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events: bladder incontinence and lower abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. E13071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2016, migraine (not recovered prior to essure), vulvovaginitis, cystitis, vulvovaginitis, dysfunctional uterine bleeding, pharyngitis, bronchitis and gravida I. In 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal and anemia. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge bad odor") and urinary tract infection ("uti"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and urinary incontinence ("bladder or urinary problems or changes: bladder leakage"). In 2018, the patient experienced device dislocation (seriousness criterion medically significant), amnesia ("neurological conditions or problems type: memory loss"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2019, the patient experienced dental caries ("dental problems: rotten teeth"). In (B)(6) 2019, the patient experienced pelvic pain ("physical pain/pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dental caries, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, depression, vaginal infection, vaginal discharge, anxiety, female sexual dysfunction, back pain, urinary tract infection, urinary incontinence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2017 and (B)(6) 2018, (B)(6) 2017,(B)(6) 2017, date(s) of insertion: (B)(6) 2015 (discrepancy noted as per pfs) discrepancy noted plaintiff claimed did not undergo essure confirmation test. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Essure confirmation test conducted: unknown (discrepancy noted) plaintiff received treatment for general abnormal bleeding, psych injury, vaginal infection, vaginal discharge discrepancy noted- patient did not undergo essure confirmation test four coils were observed in the right ostia and five coils were observed in the left ostia current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('migration of essure device') in an adult female patient who had essure (batch no: e13071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure) and vulvovaginitis. In 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal and anemia. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"). In 2018, the patient experienced device dislocation (seriousness criterion medically significant), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia"), back pain ("back pain") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, depression, vaginal infection, vaginal discharge, anxiety, female sexual dysfunction, back pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date on (B)(6) 2017 and on (B)(6) 2018, on (B)(6) 2017. Discrepancy noted plaintiff claimed did not undergo essure confirmation test. Current weight as on (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Essure confirmation test conducted: unknown (discrepancy noted) plaintiff received treatment for general abnormal bleeding, psych injury, vaginal infection, vaginal discharge discrepancy noted, patient did not undergo essure confirmation test. Four coils were observed in the right ostia and five coils were observed in the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram: on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all the information form deletion case no: (B)(4) was transferred from case: (B)(4).event female sexual dysfunction, back pain and uti added from deletion case. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('migration of essure device') in an adult female patient who had essure (batch no. E13071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2016, migraine (not recovered prior to essure), vulvovaginitis, cystitis, vulvovaginitis, dysfunctional uterine bleeding, pharyngitis, bronchitis and gravida I. In 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal and anemia. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge bad odor") and urinary tract infection ("uti"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and urinary incontinence ("bladder or urinary problems or changes: bladder leakage"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), amnesia ("neurological conditions or problems type: memory loss"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2019, the patient experienced dental caries ("dental problems: rotten teeth"). In (B)(6) 2019, the patient experienced pelvic pain ("physical pain/pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (removal done). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dental caries, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, depression, vaginal infection, vaginal discharge, anxiety, female sexual dysfunction, back pain, urinary tract infection, urinary incontinence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2017 and (B)(6) 2018, (B)(6) 2017, (B)(6) 2017, date(s) of insertion: (B)(6) 2015 (discrepancy noted as per pfs) discrepancy noted plaintiff claimed did not undergo essure confirmation test. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Essure confirmation test conducted: unknown (discrepancy noted) plaintiff received treatment for general abnormal bleeding, psych injury, vaginal infection, vaginal discharge discrepancy noted- patient did not undergo essure confirmation test four coils were observed in the right ostia and five coils were observed in the left ostia current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: pif received removal details updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. E13071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2016, migraine (not recovered prior to essure), vulvovaginitis, cystitis, vulvovaginitis, dysfunctional uterine bleeding, pharyngitis, bronchitis and gravida I. In 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal and anemia. On (B)(6) 2017, the patient had essure inserted. In february 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge bad odor") and urinary tract infection ("uti"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish") and urinary incontinence ("bladder or urinary problems or changes: bladder leakage"). In 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), amnesia ("neurological conditions or problems type: memory loss"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2019, the patient experienced dental caries ("dental problems: rotten teeth"). In (B)(6) 2019, the patient experienced pelvic pain ("physical pain/pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (essure removal and removal done). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic inflammatory disease, device dislocation, salpingitis, genital haemorrhage, pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dental caries, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, depression, vaginal infection, vaginal discharge, anxiety, female sexual dysfunction, back pain, urinary tract infection, urinary incontinence and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, back pain, dental caries, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic inflammatory disease, pelvic pain, salpingitis, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2017 and (B)(6) 2018, (B)(6) 2017, date(s) of insertion: (B)(6) 2015(discrepancy noted as per pfs) discrepancy noted plaintiff claimed did not undergo essure confirmation test. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Essure confirmation test conducted: unknown (discrepancy noted). Plaintiff received treatment for general abnormal bleeding, psych injury, vaginal infection, vaginal discharge. Discrepancy noted- patient did not undergo essure confirmation test. Four coils were observed in the right ostia and five coils were observed in the left ostia. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. New event" chronic salpingitis" and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal. On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pain"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, psychological trauma, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2017 and (B)(6) 2018. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Essure confirmation test conducted: unknown (discrepancy noted) plaintiff received treatment for general abnormal bleeding, psych injury, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events from pfs: genital bleeding, psych injury, vaginal infection and vaginal discharge were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. E13071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure) and vulvovaginitis. In 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal and anemia. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"). In 2018, the patient experienced device dislocation (seriousness criterion medically significant), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, depression, vaginal infection, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2017 and (B)(6) 2018, (B)(6) 2017,(B)(6) 2017 discrepancy noted plaintiff claimed did not undergo essure confirmation test. Current weight as of (B)(6) 2019: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Essure confirmation test conducted: unknown (discrepancy noted) plaintiff received treatment for general abnormal bleeding, psych injury, vaginal infection, vaginal discharge discrepancy noted- patient did not undergo essure confirmation test four coils were observed in the right ostia and five coils were observed in the left ostia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records : abdominal pain, vaginal discharge, pelvic pain most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet and medical records received : lot number added. Reporter information, patient details updated. Event ¿psychological trauma¿ updated to ¿depression¿ and ¿anxiety¿. Event ¿pelvic inflammatory disease¿ added. Severity of pelvic pain updated. Onset date of events updated. Medical history and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal. On (B)(6) 2017, the patient had essure inserted. In 2018, the patient experienced device dislocation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain ("physical pain/pain"), migraine ("migraines"), headache ("headaches") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2017 and (B)(6) 2018. Current weight as of (B)(6) 2019: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: pfs received. Events: abnormal bleeding (vaginal, menorrhagia), dental problems, migraines, headaches, migration of essure device, neurological conditions or problems type: memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual weight gain, hair loss, abdominal pain were added. Historical drug and reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration of essure device') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. E13071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine (not recovered prior to essure) and vulvovaginitis. In 2017 patient underwent essure confirmation test. Total bilateral occlusion. Results were normal. Previously administered products included for an unreported indication: mirena in 2015, depo provera from 2011 to 2012 and nexplanon. Concurrent conditions included body mass index normal and anemia. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pain/ pain pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type: vaginal") and anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"). In 2018, the patient experienced device dislocation (seriousness criterion medically significant), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, migraine, headache, amnesia, dysmenorrhoea, dyspareunia, weight increased, alopecia, abdominal pain, depression, vaginal infection, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2017 and (B)(6) 2018, (B)(6) 2017. Discrepancy noted plaintiff claimed did not undergo essure confirmation test. Current weight as of 24-jun-2019: 160 lbs. Approximate weight at the time of essure placement 140 lbs. Essure confirmation test conducted: unknown (discrepancy noted): plaintiff received treatment for general abnormal bleeding, psych injury, vaginal infection, vaginal discharge. Discrepancy noted: patient did not undergo essure confirmation test four coils were observed in the right ostia and five coils were observed in the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram: on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in the patient's medical records: abdominal pain, vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.